Manufacturer narrative:
Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: a durasul®, alpha insert, ii/36 (ref: (B)(4); lot: 2857759) has been received. It is reported that the inlay could not be fixed in the cup. A second inlay of same size could be anchored without any difficulties. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis. Visual examination: on the outer hemisphere of the inlay a clear groove can be seen. This groove has most likely been caused when the inlay was rotated on the pins/ spikes on the inside of the titanium cup (the pins which press into the polyethylene and provide additional rotationally stability to the insert). The front surface shows two clear cuts, four marks from the setting instrument and in the area of the snap fit additional scratches/ dents can be detected. Measurements: to ensure the insert has correct dimensions, relevant characteristic according to the inspection plan were checked. The conducted measurements confirm the correct size of the affected liner. That being said, the DHR indicates that the affected liner met all specifications. Functional tests: even if the insert shows several damages/ imperfections a functional test was conducted to evaluate if the insert can be well fixated within a compatible shell. A shell 52/ ii (ref. (B)(4); lot 2264147) was used and the insert was impacted with a setting instrument (ref. (B)(4); lot 09.500451) and a plastic impactor (ref. (B)(4); lot 13.884233). The insert could be anchored in the correct position without any difficulties. Even if the validity of this test is limited (usage of a shell which has not been implanted into real bone and a pre-damaged insert) it still confirms the correct size and functionality of the insert. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: characteristic "diameter 46.69 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic "diameter 46.63 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic "dimension 21.8 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic ¿diameter 16.5 +0.05/-0.05 mm¿ with scope of testing: aql 1.0. The surgical technique describes in detail how to fit the cup insert: ¿the supplied insert is attached to the setting instrument, introduced into the cleaned shell, and is carefully centered. The polyethylene peg must be centred in the hole of the polar screw. To do this, use the setting instrument to position the insert at the entrance plane of the shell. In this position, the insert is turned clockwise using the setting instrument. If it can easily be turned concentrically, it is only tapped lightly with a hammer. If it can no longer be rotated with low torque, it sits concentrically and can be tapped in definitively. If the insert can still be turned with low torque after tapping it lightly, this indicates nonconcentric positioning or soft tissue between insert and cup. After removing the soft tissue remnants and correctly positioning the insert, repeat the process until the insert cannot be turned after tapping it lightly. Only then it can be tapped in completely." Root cause determination using dfmea: failure of connection between shell and insert due to insufficient snap geometry. Not possible: the snap geometry was checked in and a systematic issue related to potential design would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug. Not possible: nothing indicates the polar plug has been damaged. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell. Not possible: nothing indicates the polar thread of the shell has been damaged. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis. Not possible: no pelvis fracture is reported. Failure of connection between shell and insert due to wrong pairing of components (wrong size). Not possible: as nothing indicates a wrong sized shell not suiting the inlay was used. Additionally it is stated in the per that an inlay of same size could be implanted into the shell. Failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility list. Not possible: as nothing indicates a wrong sized shell not suiting the inlay was used. Additionally it is stated in the per that an inlay of same size could be implanted into the shell. Failure of connection between shell and insert due to wrong assembly procedure. Possible, as the detected damages (clear groove on the outer surface, several units, dents and marks). Indicate something went wrong during the assembly procedure. Obviously high impaction and torque forces acted on the inlay. Further the groove indicates the inlay has been turned on the spikes of the shell. The inlay should not be turned within the shell, once it has been tapped in completely. Conclusion summary: based on the returned product and the given information the complaint could be confirmed however an exact root cause could not be determined. It remains unclear why the inlay could not be anchored within the shell, while a second inlay of same size could be well fixed. The returned insert with size ii/36 has been produced according specifications and its correct size can be confirmed. As the peg on the outer surface is not deformed it can be assumed the inlay was correctly centered within the shell prior to impaction. Still the detected significant damages (clear groove on the outer surface, several units, dents and marks) indicate something went wrong during the assembly procedure. Obviously high impaction and torque forces acted on the inlay and several tries were performed to anchor the inlay. Further the deep groove indicates the inlay has been turned on the spikes of the shell. The inlay should not be turned within the shell, once it has been impacted. Further possibilities: some soft tissue and/ or debris was located between insert and cup or prior to implantation the inlay was stored in a rather cold place which might lead to a slight decrease of the outer diameter (material reduction). Both scenarios could have led to a non-satisfying stability/ anchorage of the insert within the cup. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that on (B)(6) 2016 a durasul®, alpha insert, ii/36 was not possible to be inserted/fixed in the cup on the left side. A second inlay was taken and implanted successfully without problems. The surgery was delayed for 5 minutes.

Manufacturer narrative:
Where lot number was received for the device, the device history record were reviewed and found to be conforming. It is reported, that the device will be sent back for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that on (B)(6) 2016 a durasul®, alpha insert, ii/36 was not possible to be inserted/fixed in the cup. A second inlay was taken and implanted successfully without problems. The surgery was delayed for 5 minutes.